Manufacturer narrative:
The pump has not been returned to animas for eval. Animas has conducted a review of the device history record for this pump and it was operating within required specs at the time of release. Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time.

Event description:
The pt experienced hypoglycemia. The pt's mother also reported that the pump battery cap and battery compartment were visibly damaged, and the cap could not be properly attached.